Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs lioresal with concentration 3 ,000.0 mcg/ml was being administered at a dose rate of 599.5 mcg/day as of (B)(6) 2019 . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was noted that upon pump interrogation, it stated "warning: loss of therapy, pump shut off for 556h" and the "estimated replacement" date was in nov-2019. The reporter was advised to get logs from the pump to find the specific reason for the pump alarm. On (B)(6) 2019 it was further reported that they were able to get pump logs. The logs showed a critical alarm on (B)(6) 2019 for a pump motor stall. On (B)(6) 2019 there was a message for the pump being stopped for 48 hours. The log previous to the motor stall was for a pump refill on (B)(6) 2019 . The pump was noted as having administered compounded baclofen. No rotor study or dye study was performed. The pump was replaced. The patient was without injury and had recovered without sequela. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative on 2019-oct-21 regarding a patient receiving unknown bacl ofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient was on a family vacation and the alarm started going off on (B)(6) 2019. It was noted that the alarm first sounded like a beeping and then like a european fire engine. The pump was just refilled two weeks ago and they had the pump replacement scheduled due to normal battery depletion. It was confirmed that the alarm was consistent with pump alarms, and the patient's family was to follow-up with their healthcare provider. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2019-oct-22. It was reported that the patient was going to have their pump interrogated on (B)(6) 2019. The patient reportedly started to become symptomatic so the hcp suspected it was a critical alarm. Additional information was received from a consumer. It was reported that the pump failed. The patient had a return of symptoms. The patient had a return of tone, itching, and insomnia. The consumer was able to find a doctor to turn off the alarm. It was reported a healthcare professional told the consumer to give the patient valium until they can find oral baclofen. Information received suggests that the pump will be explanted. No further complications were reported.

Manufacturer narrative:
H3: analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. H6: the previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the logs were accessed and it showed that there was a motor stall on (B)(6) 2019 and a message on (B)(6) 2019 stated that the stopped pump may exceed tube set. The pump was be sent back for analysis. No further complications were reported.